Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced abdominal pain postoperatively. The patient was admitted to the hospital for pain management and prescribed IV pain medication. A CT myelogram was taken and showed no anomalies. The patient underwent surgical intervention to remove the lead and port plugs were placed for possible ipg implant in the future. Follow up information identified the patient was discharged from the hospital.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to explant the ipg as the patient does not want stimulation at this time.